Event description:
The hospital provided us the expiratory current servo claiming that it emitted smoke when the ventilator was connected to a pt. The expiratory current servo consist of printed circuit boards pc1585 and pc1586 whose function is to delivery and control the current to the expiratory valve.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.